Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of tibial component at unknown interface. Procedure: revision right knee replacement. Surgeon: (B)(6). Previous revision right knee replacement (primary & prior revision dates unknown). On (B)(6) 2017 surgeon revising knee due to loose components. All tibial complements removed. Femoral stem and sleeve left insitu, tc3 femur replaced with srom hinge component. Patient (B)(6).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 192076. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.